Manufacturer narrative:
Device evaluation and functional testing performed by the arjo technician did not recreate the alleged issue. No device failure that could contribute to the reported movement was found. In summary, the arjo device failed to meet its performance specification since the bed platform moved unintended when the patient was lying on the bed. The complaint was decided to be reportable in abundance of caution due to allegation of the unintended enterprise 9000x bed platform movement.

Event description:
It was reported to arjo by the end-user that the enterprise 9000x bed platform moved unintended when the patient was lying on the bed. No injury was reported.